Event description:
The customer reported via the sales rep that they are experiencing an issue regarding the sterilisation of the device. The customer reported that they are unable to remove the plastic sleeve during sterilisation.

Manufacturer narrative:
An event regarding the dissembly of of an acetabular step drill for cleaning was reported. The customer reported that they are unable to remove the plastic sleeve during sterilisation. It was confirmed with supplier that this device should not be disassembled for cleaning. There is no associated procedure or patient involvement for this event and it is therefore within the scope of preventive maintenance.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Event description:
The customer reported via the sales rep that they are experiencing an issue regarding the sterilisation of the device. The customer reported that they are unable to remove the plastic sleeve during sterilisation.